Event description:
Information was received from a consumer regarding a patient receiving clonidine, baclofen, and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having trouble getting connected to the ptm (personal therapy manager) since they got their pump at the end of (B)(6). The patient stated, "it is to the point where I can't even get a bolus half the time." The patient also mentioned that the handset didn't hold a charge, and they had to charge it "constantly." The agent asked how often they charged the device, and they mentioned "every other day." The agent reviewed charging guidelines. The agent had the patient try to connect while on the call and they were receiving no pump response but then were able to connect to the ptm. The agent walked the patient through resetting the communicator and restarting the handset and toggling airplane mode on and off. The patient was eventually able to connect to the ptm after being stuck at 90 percent for about 4 minutes. The patient said sometimes it could take up to 10 minutes to connect and get a bolus. The patient mentioned they have 8 boluses per day. A replacement handset was requested from the repair department for the poor communication. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.